Event description:
It was reported that the patient experienced ineffective therapy. It was noted that the left l3 and right s1 leads had migrated. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, effective therapy was restored post operation. Investigation was unable to determine which of the leads is the right lead.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Additional components potentially involved in the event include: common device name: drg lead, model:mn10450-50a, UDI: (B)(4), serial:(B)(6), batch: 7610212. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.